Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower counts are off for items. The customer reported that a malfunction occurred when the user attempted to dispense medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Added to h11: the following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that counts were off for items. The technical support specialist found that the issue was due to the inappropriate use of the override process, which led to discrepancies in medication amounts and timing. The technical support specialist checked the device and confirmed that the problem was related to items being given past the scheduled time and overriding items with incorrect amounts. The technical support specialist informed the customer to confirm the timing for item delivery and ensure adherence to it. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower counts are off for items. The customer reported that a malfunction occurred when the user attempted to dispense medication. There were no adverse events or injuries reported based on this event.